Event description:
Third party report surgeon "was using the l-hook with the bovie set at 40. It was turned up to 80 (about 30 sec) and then back down to 40. Sparks came off the instrument near the tip. The pt was not injured." Or charge nurse stated the pt did experience liver bleeding which was cauterized. Manufacturer confirmed by phone with charge nurse she considered this to be intervention necessary to prevent permanent damage. The device has not been returned to the manufacturer for evaluation.